Event description:
It was reported that the ilet display was cracked after the user accidentally sat on the device, resulting in an unresponsive touchscreen and loss of normal device operation. Symptoms included no injury and no physiological effects. Outcomes included interruption of insulin pump therapy and the user transitioning to backup therapy. Investigation included review of the event details and arrangements for device return and replacement. Investigation of this case revealed physical damage to the display and touch interface consistent with external mechanical impact. It was concluded that the event was due to user-induced physical damage, with no device malfunction unrelated to the damage identified.